Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event and was discharged eight days later. The peritonitis was manifested by cloudy effluent. The patient was treated with unspecified antibiotics (intravenously, dose and frequency not reported) for the event. At the time of this report the patient was recovering. Dianeal therapies were ongoing. Additional information was requested but is not available.